Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was asked to remove the battery since she won't be able to clear the alarm. Customer stated that none of the buttons were responding. Customer's blood glucose was 17 mmol/l. Customer stated that she is about to go and do a manual injection. Customer was advised to stay disconnected from the pump and to revert to a back-up plan until a replacement is received.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube.